Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), the leadless ipg exhibited high thresholds at multiple position deployments. Once stable thresholds were confirmed, the tether was cut and the leadless ipg was deployed. However, thresholds continued to rise and the leadless ipg was removed with a snare catheter. A leadless ipg is planned for a future date. No patient complications have been reported as a result of this event.